Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (500mcg/ml, 88.81mcg/day)in an implantable pump for an unknown indication for use. On an unknown date, the patient heard the audible alarm and went to the emergency room. Upon interrogation by the nurse, the pump logs indicated a motor stall occurred with no recorded recovery. The patient was hospitalized and given oral baclofen. The pump was replaced on an unknown date. The pump was to be returned to the manufacturer. There was no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. Device return was anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.